Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had unresponsive button issue. Customer¿s blood glucose level was unknown. Customer reported that buttons were unresponsive that sometime it worked and sometime did not. Customer reported that the buttons were unresponsive during the blousing. Customer was advised to discontinue the use of insulin pump and revert to back up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with all buttons responding properly. Device passed the self test and the displacement test. No damage or moisture damage on keypad assembly and no unlocked electrical board keypad connector noted during visual inspection. (B)(4).